Event description:
The patient underwent successful mechanical thrombectomy of the right posterior cerebral artery (pca) occlusion and complete revascularization of the right pca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, 2 hours post procedure, a subarachnoid hemorrhage (sah) occurred. No additional treatment was provided. The physician stated that the sah may be caused by the guidewire (subject device) vessel perforation. Thirteen days post procedure, the patient died. The cause of death is unclear. No further details were provided.

Event description:
The patient underwent successful mechanical thrombectomy of the right posterior cerebral artery (pca) occlusion and complete revascularization of the right pca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, 2 hours post procedure, a subarachnoid hemorrhage (sah) occurred. No additional treatment was provided. The physician stated that the sah may be caused by the guidewire (subject device) vessel perforation. Thirteen days post procedure, the patient died. The cause of death is unclear. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, vessel perforation and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device is not available to the manufacturer.